Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited oversensing of the minute ventilation sensor. It was noted that the oversensing occurred on the same date the patient underwent an unrelated procedure. The mv sensor was programmed off and no further oversensing episodes have been observed. No adverse patient effects were reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population.